Manufacturer narrative:
Preliminary analysis of the patient files received suggests that a ventricular lead issue might be at the origin of the reported event.

Event description:
Reportedly, the patient was not feeling well and was transported to the hospital. Arrhythmia episodes have been recorded in the pacemaker memories, showing ventricular noise. High ventricular lead impedance was measured in bipolar configuration (>3000 ohm). Intermittent ventricular pacing failure was also observed. Ventricular threshold was 1.25v/0.35ms, and r-wave-amplitude was around 9.0mv. Ventricular lead polarity was switched to unipolar configuration and parameters were back to normal (ventricular lead impedance 362 ohm, ventricular threshold 0.75v/0.35ms, and r wave-amplitude around 9.0mv). Ventricular pacing polarity was programmed to unipolar. No anomaly was observed on the atrial lead. Pacing failure had already been observed in another hospital the day before (on surface ECG). The patient remained hospitalized that day and re-intervention was scheduled. (The date is not determined yet.) Both leads are non-sorin leads.

Event description:
Reportedly, the patient was not feeling well and was transported to the hospital. Arrhythmia episodes have been recorded in the pacemaker memories, showing ventricular noise. High ventricular lead impedance was measured in bipolar configuration (>3000 ohm). Intermittent ventricular pacing failure was also observed. Ventricular threshold was 1.25v/0.35ms, and r-wave-amplitude was around 9.0mv. Ventricular lead polarity was switched to unipolar configuration and parameters were back to normal (ventricular lead impedance 362 ohm, ventricular threshold 0.75v/0.35ms, and r wave-amplitude around 9.0mv). Ventricular pacing polarity was programmed to unipolar. No anomaly was observed on the atrial lead. Pacing failure had already been observed in another hospital the day before (on surface ECG). The patient remained hospitalized that day and re-intervention was scheduled. (The date is not determined yet.) Both leads are non-sorin leads.